Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that upon removing the syringe from the needless connector, the user noticed that the blue piston stuck down and had to replace the connector. The customer stated that there was no patient harm reported. The event occurred in the cancer center treatment infusion clinic.